Event description:
It was reported that the patient received inappropriate therapy from their implantable cardioverter defibrillator (ICD) for possible supra ventricular tachycardia (svt). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.